Event description:
Additional information received. Indicated, the right ventricular lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Additional information was requested but is not available.

Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. The physician suspected insulation damage, although it was not confirmed. No intervention has been performed at this time. The patient was in stable condition.